Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reporting on behalf of relative (daughter). Individual received a false negative result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 27235c, reader sn (B)(4). The individual tested positive with an unspecified rapid antigen test once on (B)(6) 2023 and once on (B)(6) 2023. The customer reported the individual has had a persistent fever over the past couple of days, no cough. Customer confirmed the cartridges were stored according to the instructions for use. See related case for second reported false negative by customer.